Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a cataract. The cataract was noted not to have contact with the lens. In a separate visit the lens was explanted. The problem was resolved. The cause was reported as a patient related factor. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).